Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. The physician tested the balloon pressure and determined that replacement was necessary. During revision surgery, the physician confirmed that the balloon had lost pressure and the pressure regulating balloon (prb) did not provide sufficient pressure to close the cuff; therefore, the prb was replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, mechanical issue and pressure too low are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.